Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) was deployed intravascularly and caused an embolization and an occlusion at the anterior tibial (at) artery. The patient felt immediate pain following the closure down by the foot and ankle. The occlusion of the at needed an additional intervention in order to suck out the clot. The physician held for fifteen minutes after removing the device and saw that blood emerged from the femoral site. The patient is stable after the procedure. The user was trained to the device. The device/package was inspected prior to use. A non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath, proximal or distal, after removal. Blood came out, and sheath appeared to not be damaged. The balloon did not lose pressure upon inflation, at the 1st stop or at the 2nd stop. There was no presence of pvd / calcium in the vicinity of the puncture site, the groin was healthy. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The left groin was the access site. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant inaccurate placement (intravascular)¿ and ¿vascular occlusion¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was deployed intravascularly and caused an embolization and an occlusion at the anterior tibial (at) artery. The patient felt immediate pain following the closure down by the foot and ankle. The occlusion of the at needed an additional intervention in order to suck out the clot. The physician held for fifteen minutes after removing the device and saw that blood emerged from the femoral site. The patient is stable after the procedure. The user was trained to the device. The device/package was inspected prior to use. A non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath, proximal or distal, after removal. Blood came out, and sheath appeared to not be damaged. The balloon did not lose pressure upon inflation, at the 1st stop or at the 2nd stop. There was no presence of pvd / calcium in the vicinity of the puncture site, the groin was healthy. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The left groin was the access site. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.